Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that after sealing and cutting the left subclavian artery, the surrounding tissue was avulsed/torn causing 3000-4000cc bleeding. The surgery was converted to open in order to control the bleeding. During the surgery, the left laryngeal nerve was damaged and the patient suffered a cerebral infarction. The surgeon commented that the removal of the device should have been done more carefully.